Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator bowel dysfunctional/ sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device was not functioning and she was in pain. A week later, the healthcare provider (hcp) reported that the patient started experiencing the device not working and pain after she fell on the device. The patient had turned device off and when she turned it back on, she experienced discomfort. It was noted that the device interrogation showed greater than 4000 ohms on all combination. The program was changed to -3, 1+ and the reported of the device not working and pain was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.